Manufacturer narrative:
Reporter is a synthes employee. Part 03.010.104, lot 37p2304: manufacturing site: (B)(4). Release to warehouse date: february 19, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. A photo investigation was completed: the device was not returned for visual inspection. The images provided have been reviewed, complaint can be confirmed. After reviewing the given information, it is possible to observe the tip of the drill broken. With the given information is not possible to confirm any fragment of the device remained in patient. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the drill bits were damaged during the procedure. Two of the broken drill bits fragments remain in the patient¿s bone. Two of the hip screws were implanted outside of the nail lfn. The screws were extracted and there was a forty (40) minutes surgical delay. The surgery was completed successfully. This report involves one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 03.010.104, lot # 37p2304, manufacturing site: bettlach, release to warehouse date: february 19, 2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Visual analysis of the returned sample revealed that drill bit ø4.2 calibr l145 3flute was already worn out from the tip. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection, it was determined that the reusable instrument device was worn out from the tip from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for drill bit ø4.2 calibr l145 3flute (p. Code: 03.010.104 lot number: 37p2304). There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.